Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported during fill 3 fluid was found leaking from the cassette door. Treatment was discontinued. He was advised to contact his pd nurse. The set was not made available for evaluation. During follow up the patient's pd nurse reported there were no complications from the leak event. The patient was on antibiotics for an unrelated condition.